Event description:
It was reported that a malfunction occurred on the pump with a malfunction code of malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the error reappeared.